Event description:
During port access ablation procedure, the surgeon experienced some difficulty passing the device to the appropriate positioning. Ablation was delivered, however it was noted that the wand/tissue interface did not give the appearance as seen in previous cases. The device inspection showed a protruding wire at the distal portion of the wand. A replacement device was used to complete the procedure. The pt's port access was closed and the pt remained stable at this point. Immediately post close, the pt experienced cardiac arrest and was defibrillated without success. CPR was initiated. The sternum was then cracked a large collection of blood was found inside the cavity. The bleeding was from the lungs and is believed that it was due to pushing of the catheters through the ports. Product did not perform as intended but the injury was believed not due to the device. There was no damage to the heart. Once treated the pt's condition improved and corrected. The pt is now recovering without further sequelae.